Event description:
Customer called to report to customer service that the transformer for her pump in style pump is cracked and there is a chunk missing, which is a safety risk.

Manufacturer narrative:
A replacement power supply was sent to the customer. Follow up attempts to get more complaint info of the event are ongoing. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusion can be made as to the cause of the event. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).